Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the trailing haptics of the lens were out of the bag at post op. The incision was enlarged. The iol was repositioned on (B)(6) 2015.